Event description:
2024-04-12: integrum received axor ii unit i7020 together with a report form stating that the device has detached from the abutment. No health consequences or patient impact reported. The exact date of event is unknown, in the report form it is stated that it has happened multiple times. Manufacturing investigation performed, no deviations found. Technical investigation of unit i7020 performed. During the investigation, the reported issues could not be replicated, the unit passed the gripping function test and the axor could not be extracted from an abutment test rig. However, the clamps were slightly indented; indicating that the abutment has not been inserted all the way into the axor during use at some point. The conclusion from the investigation is that the most likely root cause to the axor ii detaching from the abutment is use error (incorrect donning). During the service, the device was cleaned and functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of donning the axor ii according to the instructions for use and that the axor should not be used if a stable connection cannot be achieved.